Event description:
Info received indicates the left siderail will not stay up.

Manufacturer narrative:
The technician found the siderail latch bolt was too tight which would not allow the siderail to latch. The technician loosened the bolt to repair the bed.